Event description:
It was reported that the original foot procedure took place on (B)(6) 2007 and went without complication as the patient had an uneventful post operative course. The patient`s last post-op visit was (B)(6) 2007. In (B)(6) 2009, the patient went to another podiatrist with complaints of localized pain. An x-ray showed that the button from the mini-tightrope device on the lateral side of the second metatarsal shaft had shifted approximately halfway across the width of the second metatarsal shaft. The patient had a subsequent surgery on (B)(6) 2009 when the mini-tightrope device was removed. During the surgery of (B)(6) 2009, the button on the medial side of the 1st metatarsal shaft and the "rope" were removed. The button embedded in the 2nd metatarsal shaft was left in place. As of the patient's 4th (last) post op visit on (B)(6) 2009, she was ambulating pain-free in normal shoe gear and was back to work full-time.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event includes poor placement in the bone, suture abrasion, knot failure, and/or patient non-compliance with the post-op protocol. Product directions for use (dfu-0147) states post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.